Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer treated for the low blood glucose with food. Customer¿s blood glucose level was 103 mg/dl at the time of the call. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. Prior to connecting to their site, the customer saw drops coming from the end of the tubing. The reservoir also contained 60 units of insulin despite the status screen showing 42.2 units. The insulin pump will not be returned for analysis.